Event description:
It was reported that during the implant procedure, the physician damaged the lead while placing the device in the pocket. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. A cut was evident through the outer insulation material at 17 cm. The proximal conductor was distorted at 17 cm.